Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reported 3/250 false positive flu and sars results with sofia flu+sars. All patients were asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).